Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during routine check by the customer, the cs300 intra-aortic balloon pump (iabp) malfunctioned. The battery run test is required for the device. There was no patient harm reported.